Manufacturer narrative:
The pump was received with a cracked lcd window, a broken reservoir tube lip, a cracked case at the lcd window corners, scratches on the reservoir tube window, cracked battery tube threads, and a cracked belt clip slot.

Event description:
The customer reported via phone call that the insulin pump was cracked by the screen and where the reservoir goes in. Customer stated that she noticed the cracks a month ago, but she noticed the cracks on the reservoir a few weeks ago. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.